Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and microscopic inspection were performed and identified a hole in the tubing and damaged patient adapter. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; leak testing identified a leak from a hole in the tubing. The reported issue was verified and the cause was determined to be due to a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak from the tubing of a uv-flash transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.